Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the mix voltages by measuring it, inspected the photometer and ran photometric positioning diagnostic testing (pxqc), which was acceptable. The cse inspected the pump panel and did not find any leaks. The cse determined that the sample drain was leaking and replaced it. The cse performed comparison testing between the analyzers using patient samples and ran quality controls, which were acceptable. The cse determined that the cause of the discordant results was due to the leaking sample drain. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated enzymatic carbonate (eco2) results were obtained on patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension exl instrument, resulting lower. The results obtained on the alternate dimension exl instrument were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eco2 results.